Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure. Procedure date is unknown. According to the complainant, during the procedure, the peg tube detached. The procedure was completed with a new endovive safety peg kit push method. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the device revealed the thermoformed tubing to have been separated at the transition area. The distal end of the thermoformed tubing appeared to have been properly formed and attached to the barbed connector during assembly. Additionally, the barbed connector was properly formed and without issue. The barbed connector and inner ring remained inside the silicone tubing. The outer ring remained in place on the outside. The crimp ring was slightly moved on the proximal end of the silicone tubing. No other issues were noted with the device. It was noted that the condition of the returned unit was consistent with the complaint incident that the tubing separated at the transition area. Based upon all gathered information, the most probable root cause is "undetermined." A device history record (DHR) review of lot number 16926806 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure. Procedure date is unknown. According to the complainant, during the procedure, the peg tube detached. The procedure was completed with a new endovive safety peg kit push method. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.